Event description:
It was reported by a customer in (B)(6) that, the e360 ventilator graphic user interface (gui) was inoperative, and without display. There was no pt involvement.

Manufacturer narrative:
The covidien service engineer (cse) received the device dismantled. The cse evaluated the unit, replaced the service kit, and found the touch screen to be unresponsive. The touch panel and touch panel interface printed circuit board (pcb) were replaced. However, the unit remained without a display. The single board computer (sbc) was replaced, and it resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).